Event description:
During biomed testing the device displayed a "cannot dump" message. Complainant indicated that the malfunction was present after the device was dropped. The complainant indicated that there was no pt involvement in the reported malfunction.